Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.

Event description:
The customer reported via phone call that the insulin pump was missing a piece from the reservoir compartment. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.